Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Occupation: occupation ni equals lay user / patient.

Event description:
The initial reporter complained of a questionable inr result from a coaguchek vantus meter serial number (B)(4) compared to an unknown laboratory method. The meter result was 5.1 inr and within 7 hours the laboratory result was 3.7 inr. The customer's therapeutic range is 2.0 - 3.5 inr. The customer stated that sometimes they lance their finger before the countdown on the meter begins. Blood is appropriately applied within 15 seconds of lancing finger. The laboratory result was deemed to be correct. There was no allegation of an adverse event. The customer does not have hematocrit concerns, is not on heparin or direct thrombin inhibitors, does not have antiphospholipid antibodies, no illnesses, and no changes in diet. The customer's coumadin dosage has been changed based on the laboratory results. The customer had started taking ciprofloxacin the week of (B)(6) 2019. The customer stated that their gums bleed while brushing their teeth but no medical treatment has been necessary. The test strips and meter have been requested for return. Relevant retention test strips (lot 368871) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation is currently ongoing.